Manufacturer narrative:
All audio tones were heard during the self test properly. Adjusted the audio options audio volume and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, pump error 63 alarm confirmed in device history due to broken trace on keypad assembly. Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test and self test. . No insulin flow blocked alarm noted during testing. Device functioning properly during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a hardware low level failure alarm and recurring insulin flow block alarms. The customer¿s blood glucose level was high of 302 mg/dl and they treated it already. Troubleshooting was completed for insulin flow block alarm. Customer reported that they tried different cannula lengths. Customer reported that they tried all the remedies to resolved the insulin flow block alarm. Customer stated that they received hardware low level failure alarm during self test. The customer was able to successfully clear the alarm. The customer was not able to complete insulin pump rewound. Customer stated that the insulin flow block alarm and hardware low level failure alarm was recurred after troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.